Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue; the ok button is allegedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, the keypad was peeling up at ok keypad button. All keypad buttons were responsive to user input. The keypad cover was removed and no contamination was found under the button contacts. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was fully closed. The allegation of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked on the side.